Manufacturer narrative:
(B)(4). Device evaluation summary: five unopened samples of product code j493, lot mmm191 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements . A manufacturing record evaluation was performed for the finished device lot number mmm191, and no non-conformances were identified. Representative samples returned to support the investigation of 3 device issues captured in 2210968-2019-81492, 2210968-2019-81533 and 2210968-2019-81530. Analysis results have been included in follow ¿ up reports for each.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a mohs procedure on (B)(6) 2019 and suture was used. The needle separated from the suture when used on the skin. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.